Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Per medwatch: during foley assessment unable to aspirate sterile water from the balloon. Foley catheter slid out of urethra. Balloon noted to be ruptured. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Medwatch uf/importer report number (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. Based on the investigation conducted, in the absence of the returned sample, the actual root cause could not be determined, therefore, the complaint cannot be confirmed.

Event description:
Per medwatch: during foley assessment unable to aspirate sterile water from the balloon. Foley catheter slid out of urethra. Balloon noted to be ruptured. The patient's condition is unknown at this time.